Manufacturer narrative:
Emdr section h6, codes c19, d12 and d1101 updated to reflect results of product history review. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment of a subacute type b aortic dissection, zone 2, using gore® tag® thoracic branch endoprostheses. A 22 fr gore® dryseal flex introducer sheath was inserted via the right femoral artery. After placement of the stent graft, the sheath was removed and access vessel angiography was performed, which revealed a dissection extending from the right common iliac artery to the right external iliac artery. As a treatment, two bare stents were implanted in this site. The vessel diameter at the dissection site measured approximately 6.7 mm at its narrowest point and up to 8 mm at its widest. The physician mentioned that the access vessel was originally smaller than the outer diameter of the sheath. There was no significant resistance during sheath insertion.